Event description:
It was reported during an orthopedic trauma procedure on (B)(6) 2013, the chuck worked but eventually broke during procedure. In addition to this, a screwdriver shaft got stuck in the quick coupling. It was reported there was no delay or any additional issues with the procedure, and a another set was utilized to complete the procedure. There was no further information available. This report is for ao/asif quick coupling for drill bits. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.